Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery out limit alarms. The customer reported. The customer reported no adverse event. The event involved product(s) mmt-511lnas. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-511lnas was returned for analysis.

Manufacturer narrative:
Pump monitored for a day; no blank display noted. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed self test, and passed off no power test, displacement test. No battery out limit alarm during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for battery out limit alarm complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: unit had scratched case, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker, cracked reservoir tube window, cracked case at reservoir tube window corners.. Unexpected battery out limit alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.